Event description:
It was reported that the hpn217 infusion was programmed to run over an hour using a syringe pump module. However the infusion completed within 59 minutes. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Additional information: manufacturer narrative. Investigation summary: the complaint of a syringe module over infusion was identified as due to user programming. The available volume in the syringe (8.9754 ml) at the start of the infusion was less than would be required to infuse at 10ml/hr for one hour. External and internal inspection of the device showed incidental findings only with no relation to reported complaint. Laboratory testing of the returned syringe module showed the device was delivering fluids within specification. Review of the pcu event log showed, on (B)(6) 2024 at 12:23 pm, the syringe module was programmed to infuse the entire available volume of an unknown medication from a bd 20ml syringe (available volume= 8.9754 ml) at a rate of 10 ml/hr. At 1:17 pm, the syringe module alarmed syringe empty and then was selected and programmed a bd 10ml syringe of an unknown medication (available volume= 9.4991 ml) to infuse 0.65 ml at a rate of 10 ml/hr. The infusion completed and the syringe module was channeled off. Total volume infused of unknown medication was recorded as = 9.6254 ml review of the logs could not determine the volume in the syringe at the end of infusion. Review of the pcu error log showed no errors were recorded on the reported event date. At 10 ml/hr, had enough volume been available in the syringe at the start of infusion, the report of the infusion completing approximately one (1) minute early would still be within +/-7% of the programmed flow rate (error= ~1.7%). Inspection and testing of the event syringe and administration set could not be performed because they were not returned for investigation. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. According to alaris system directions for use (v9), to ensure that the alaris® system remains in good operating condition, both regular and preventive maintenance inspections are required. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint of syringe module over infusion was identified as user programming. The available volume in the syringe (8.9754 ml) at the start of the infusion was less than would be required to infuse at 10ml/hr for one hour. Laboratory testing showed the syringe module was operating within specification with no issues observed. Note that this report lists imdrf annex a1801, g02017, g04037, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the hpn217 infusion was programmed to run over an hour using a syringe pump module. However the infusion completed within 59 minutes. There was patient involvement but no harm.